Manufacturer narrative:
Batch review performed on 28 october 2024. Lot 182889: (B)(4) items manufactured and released on 21-aug-2018. Expiration date: 2023-07-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional implants revised batch review performed on 28 october 2024 on gmk-sphere 02.12.0005l femoral component sphere cemented size 5 l (k121416) lot. 181851 lot 181851: (B)(4) items manufactured and released on 19-june-2018. Expiration date: 2023-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Batch review performed on 28 october 2024 on gmk-sphere 02.12.0517fl tibial insert fixed sphere flex size 5/17 mm l (k121416) lot. 168323 lot 168323: (B)(4) items manufactured and released on 11-jan-2017. Expiration date: 2022-01-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review.

Event description:
At about 6 years after the primary, the patient came in reporting looseness. The pcl (posterior cruciate ligament) was found to be compromised, and the patient was extremely loose in the drawer test, therefore the surgeon revised the femur, insert and tibia to revision components. The surgery was completed successfully.